Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of multiple back operations and spinal pain. It was reported that the patient felt the stimulation stop in their body and picked up the controller and saw an ¿m308¿ error. The patient later said that they were not sure if it said m308. The patient had just finished charging the ins and saw the error 10 minutes later and noticed that the recharger was not plugged into the controller. The patient stated that the controller said ¿cannot continue¿ and then, before the patient could do anything else, the issue resolved and the equipment worked normally. The patient noted that it was super hot day and they were super sweaty and they had a tool belt on over the ins. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on august 12th, 2019, that the antenna was overheating due to holding in pants with layers. There were no further complications or anticipations reported with this event.